Manufacturer narrative:
The reported 8mm x 2.7mm locking screw was not returned for evaluation. Manufacturing and inspection records for 8mm x 2.7mm locking screw (part number rbl1222, batch number 571498) were reviewed, and no anomalies were found. Based on the information received, the root cause could not be determined.

Event description:
I was reported during surgery a t8-forward screwdriver tip broke off when the surgeon was fastening a screw. The surgeon retrieved the missing piece of the screwdriver from the patient. The surgeon used a backup t8-forward screwdriver from the instrument tray to complete the surgery with no delay. No adverse patient consequences were reported. This report is related to report number 3025141-2024-00659 for the driver involved in this event.